Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high accutni results, generated by the unicel dxi 800 access immunoassay sys for one pt. Customer tested a sample for accutni and obtained a result of 5.75ng/ml. This sample when re-tested on the same instrument at a later time, gave results of 0.09ng/ml and 0.04ng/ml. The sample was tested on a different instrument and gave results of 0.1ng/ml, 0.04ng/ml, 0.11ng/ml and 0.03ng/ml. There was no death, injury or change to pt treatment attributed to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin gel separator tube, sample type plasma and was sampled from the primary tube. Centrifugation occurred at 4200 rpm for 10 minutes. Qc was in range prior to and following the event. System check data was not available. Per customer, the issue was isolated to this pt's sample. A field svc engineer (fse) was on-site in 2008: the fse noted no errors in the event log at the time of sample testing. The fse verified the number of test counts which showed that the sys was within preventive maintenance (pm) requirements. The fse verified alignments on all pipettors and noted no issues, cleaned ring of salt buildup inside mouth of all wash towers, replaced duckbill and aspirate probes, observed no leaks in any of the fluidics areas or tubing. The fse ran diagnostic testing and carryover testing with passing results. The fse noted that nothing could be found with the hardware that would cause an erroneous result and confirmed that the specimen in question had been depleted during testing and therefore, was not available for further investigation. Although pre-analytical variables may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.